Manufacturer narrative:
A field service engineer (fse) went to the customer site to evaluate the problem. The fse replaced the cap detect board, but the error persisted. The fse noticed the sampler was noisy as it went into the tube so he cleaned and lubed the sampler and ran 15 patient samples with no errors. While there, the fse also updated the software to ver.2.51. The aia-900 analyzer was verified for proper operation and returned to use. The most probable cause of the reported problem is related to a lack of lubrication for the sample loader. The aia-900 service, operator's, and training manuals were reviewed and found to clearly address calibration, operation, maintenance, error codes, and troubleshooting pertaining to the aia-900 system. The aia-900 operator's manual informs the user of the following: [2064] specimen level detect failure cause: the level of a [rack ID, rack, position, specimen ID] specimen was not detected even when the specimen diluent tip was lowered to the bottom of a container. An ss flag will be attached to the assay results. Action: confirm that the set position of the specimen is correct, and also that the capacity of the container is adequate. If the trouble reoccurs, contact the tosoh local representatives. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016, the customer called tosoh technical support to report that during use of the aia-900 analyzer they received error code 2064 (specimen level detect failure). The customer further reported that the instrument would pick up one or two samples then give the error. The customer indicated they are using tubes. They had two full racks of tip trays and checked that the tip goes into the liquid and checked the waste chute but still get the error. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.